Event description:
It was reported that this right ventricular (rv) lead was dislodged. Moreover, pacing failure was observed which was confirmed through the monitoring electrocardiogram. An x-ray was then performed, and it showed that the tip of the rv had changed and migrated near the tricuspid valve. Hence, this lead was repositioned. No additional adverse patient effects were reported.